Event description:
It was reported that on (B)(6) 2023,during weekly audit, the handle battery powered driver all speeds work slowly. No patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the customer reported that 05.000.008, hand piece for battery powered driver was working slowly in all speeds. The repair technician reported that device rans low in fast forward, forward and reverse mode, wires are discolored, brown residue was present on motor and barriers. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, set screw, housing barrier and others. The item was repaired per the inspection sheet, passed synthes final inspection on 24-july-2023 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot ==> part # 05.000.008. Synthes lot # 008172. Supplier lot # 008172. Release to warehouse date: 19.may.2022. Supplier: triangle manufacturing . No ncrs were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.